Event description:
It was reported that the patient incorrectly injected a dose of insulin due to the buttons on the blood glucose monitor not working correctly resulting in hypoglycemia. The buttons would stick and more insulin was delivered. The patient's blood glucose level dropped significantly and the patient was hospitalized. The blood glucose results and the type of treatment provided at the hospital were not provided. The patient was currently still in the hospital. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.